Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous vessel. A 5.0mmx220mmx150cm (4f) sterling balloon catheter was selected for dilatation. However, during the second inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.